Manufacturer narrative:
Qn #(B)(4). The customer returned one 351600 adult breathing circuit for investigation. Upon receiving the circuit, it was visually examined for any signs of misuse/abuse/damage. No tube melting or charring was detected. A crack was found in the wye connector. After functional testing, a cluster of cuts were also found in the circuit. The entire circuit was hooked to a leak tester and leak tested per iso standard 5367:2000, annex "d", which states that at a constant air pressure of 60 +- 3 cmh2o, the leak rate shall not exceed 30 ml/min. The leak was so profuse, a quantitative leakage value could not be recorded. The circuit leaked from the crack in the wye connector and through a cluster of cuts in the circuit. The complaint of a leaking circuit was confirmed. The returned sample leaked air from the crack in the wye connector and from cuts in the circuit. It is unknown how the cuts and crack occurred. There is not sufficient evidence to assure this issue was originated during the manufacturing process. It is unknown in what part of supply chain the circuit was damaged. However, personnel from quality and the production line will be notified about this complaint in order to keep them aware of the issue reported. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "both the units gave an alarm of a leak in the circuit when they attached them to the same anaesthetic machine. On the third unit the issue was resolved. Clinical consequences: none - prior to use on a patient during inspection/functional testing".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "both the units gave an alarm of a leak in the circuit when they attached them to the same anaesthetic machine. On the third unit the issue was resolved. Clinical consequences: none - prior to use on a patient during inspection/functional testing".